Event description:
It was reported that an elective replacement indicator (eri) message was encountered during a programming session. A longevity calculation was performed to estimate the implantable neurostimulator's battery life. The device battery depletion was noted to be normal, but there was dissatisfaction and concern with the device's longevity. The pt experienced a loss of therapeutic effect, with a return of tremors on (B)(6) 2011. The pt also experienced a shocking or jolting sensation. It was noted that the pt's device was programmed as follows: left side 2.4 volts, 90 pulse width, 200hz, and impedance reading = 1,375 ohms; right side 4.3 volts, 90 pulse width, 200 hz; and impedance reading = 1,258 ohms. It was later reported that programming of the pt's neurostimulator was not performed. The device was subsequently removed and replaced. There was no injury to the pt and the pt recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed no significant anomaly found with battery at normal end of life and telem etry and output okay.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.